Manufacturer narrative:
Medwatch submitted on (B)(6) 2011. Device labeling addresses the reported event of seroma as follows: the a95/r95 study: at 3 year and 5 year cumulative first occurrence kaplan-meier adverse event risk rates (95% confidence interval), by patient: seroma 2.6% through 3 years, 2.6% through 5 years. There was no reported events of cancer including lymphoma for patients in the a95/r95 study included in the labeling for saline breast implants. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Sales representative called to report a case of alcl. He reported that the patient had a history of left breast cancer 17-18 years ago and had undergone a bilateral mastectomy. The right side was for prophylactic purposes. The patient had allergan tissue expanders placed and once expansion was complete, had 168 devices implanted. However, 3-4 years ago, the patient had removal and replacement of the 168 to a 68 device. At this time, the reason for replacement is unknown. In (B)(6) 2011, the patient presented with right side redness and edema. A drain was placed and fluid was sent to the lab for analysis. The cytology was alcl+. The surgeon is planning on a lymph node biopsy pending the remainder of the cytology. Additional information was then requested by the healthcare professional for clarification. Medical records were forwarded that date back to (B)(6) 1987 when the patient was originally diagnosed with left breast intraductal carinoma. The patient had implanted a dow-corning tissue expander 500 cc device placed filled with 60 cc of saline. On (B)(6) 1988, the patient returned to the operating room for first stage reconstruction on the right side. A dow-corning tissue expander 600cc tissue expander was placed and filled to 180cc. On (B)(6) 1988, bilateral second stage reconstruction was carried out. The tissue expanders were removed and surgitek high profile reconstructive implants were placed containing 200cc of gel and 50cc of saline in the central column. The total volumes were 250cc on the right and 270cc on the left. The patient was taken back to the operating room on (B)(6) 1994 for a right ruptured breast implant after a recent MRI reveals bilateral implant abnormalities. Once the incision was made, the silicone was encountered. "It should be noted that was not typical cohesive gel. The fluid was the consistency of honey or automobile oil. It flowed freely." Mcghan saline filled textured implants, 168 were employed on both sides. "27-168-271 (B)(4) on the left and 27-168-241 (B)(4) on the right. On (B)(6) 2011, the patient had a left implant failure. A capsulectomy and implant removal and replacement was performed. Device (B)(4) 27-168-271 was implanted on the left side. The patient returns in (B)(6) 2011 with complaints of right side spontaneous expansion that began about one month prior. She was afebrile and there was no redness present. "This represented a seroma, however, this has not resolved to any significant degree in the past four weeks. It is therefore, elected at this time to explore the area, obtain cytology and cultures and place a drain." The capsule was windowed and yellow fluid was encountered. It was aspirated for cytology, aerobic and anaerobic cultures were obtained. The mcghan implant was encountered but not removed from the wound. There was no overt abnormality on its surface. Pathology returned confirms cd30+ cd45 (subset), cd4, cd25, and vimentin; alk - .